Manufacturer narrative:
(B)(4) - device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2012 with the following findings: the keypad was found to be intact; no peeling or lifting was observed. Evaluation revealed that all keypad buttons responded to button presses as expected. There was no evidence of contamination found under the key contacts. The reported issue was not duplicated during testing.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
The reporter contacted animas on (B)(6) 2012 reporting that the up and down arrow buttons were sticking and had a delayed response. The reporter stated that the issue was ongoing for about one month. The reporter confirmed that there was no trauma to the pump and the keypad was intact. The patient reportedly wore the pump in a pump case on the outside of clothing and cleaned the pump with a damp paper towel. This report is made based on the allegation of the keypad response issue.